Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved by the customer, who successfully reloaded the same cartridge and resumed insulin without needing additional assistance.